Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was right atrial (ra) undersensing of the patient's intrinsic p-waves, as they were falling into the refractory period. Atrial loss of capture was also seen on the electrogram strip due to the same reason. Technical services advised that the post ventricular atrial refractory period (pvarp) being shortened and the atrial ventricular delay (avd) be lengthened. It was also noted that the patient had experienced syncope and fallen. The sales representative contacted the clinic in an attempt to obtain additional information. The clinic confirmed that the device is now working properly and the patient has been free of arrhythmic events. It was noted that the patient does have other medical issues that the clinic is managing.